Manufacturer narrative:
Product investigation is in progress.

Event description:
Half of the top was left in her body- vagina [foreign body in reproductive tract]. Half of the product was broken off- tampon [device breakage] . When she took the product out, half of the product was broken off and half of the top was left in her body [complication of device removal]. Case narrative: consumer reported via phone that the tampon broke and half remained in her body. No serious injury reported.

Event description:
Half of the top was left in her body- vagina [foreign body in reproductive tract] . Half of the product was broken off- tampon [device breakage] . When she took the product out, half of the product was broken off and half of the top was left in her body [complication of device removal] . Case narrative: consumer reported via phone that the tampon broke and half remained in her body. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.